Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results with coaguchek xs meter (B)(4). On (B)(6) 2019 at 5:37 pm, the customer tested by fingerstick on the meter and the result was 5.1 inr. At 6:10 pm, the customer tested again by fingerstick on the meter and the result was >8.0 inr. On (B)(6) 2019 at 12:00 pm, the customer tested by fingerstick on the meter and the result was 4.0 inr. At 12:06 pm, the customer tested again by fingerstick on the meter and the result was 7.4 inr. The customer has a therapeutic range of 2.0-3.0 inr. Customer states they squeeze the finger excessively and used the same finger for the repeat tests on (B)(6) 2019. The customer also stated they may not be applying blood to the strip within 15 seconds of the fingerstick. Customer is not anemic and has no antiphospholipid antibodies, no heparin, no diet changes, no new illness and no bleeding or bruising. The customer recently changed their warfarin dose from 7mg daily to 6mg daily. Customer has started a new heart medication recently. There was no adverse event. The strips were returned for investigation. The returned strips were tested with a retention meter and a quality control. Testing results: qc 1: 2.9 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 4%. Relevant retention test strips (lot 361438) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.